Event description:
It was reported that the device alarmed during an insulin infusion at an unspecified rate. Upon closer examination of the set the rn noted a bulge in the silicone segment .although requested, no further details were provided by the customer for this event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "an rn responded to an intravenous pump alarm with insulin drip infusion upon further investigation, it was found out that there was a part of the tubing that expanded and created a fluid filled bubble the IV tubing and the IV channel were sequestered."

Manufacturer narrative:
The customer report of tubing ballooning was confirmed. The as-received set sample was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was identified during inspection of the as-received set sample that there was a bulge along the silicone segment. No other issue was observed. Previously investigated complaints for this failure mode determined that the bulge is caused by excess pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the device alarmed during an insulin infusion at an unspecified rate. Upon closer examination of the set the rn noted a bulge in the silicone segment .although requested, no further details were provided by the customer for this event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "an rn responded to an intravenous pump alarm with insulin drip infusion upon further investigation, it was found out that there was a part of the tubing that expanded and created a fluid filled bubble the IV tubing and the IV channel were sequestered."

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device alarmed during an insulin infusion at an unspecified rate. Upon closer examination of the set the rn noted a bulge in the silicone segment. Although requested, no further details were provided by the customer for this event.